Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the reported event, the balloon successfully delivered 80 pulses in the target lesion before it ruptured. A thrombus was noticed however, it could not be definitively determined whether it was a result of the procedure or not since it was reported that the vessel could not be visualized. An in-dwelling catheter with tissue plasminogen activator (tpa) drip was left inside the patient's vessel to dissolve the thrombus. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a patient underwent a right leg peripheral intervention using shockwave s4 peripheral intravascular lithotripsy (ivl) catheter. Due to poor kidney function the patient procedure had to be done with c02 (contraindication/off label) rather than contrast. After the catheter successfully delivered 80 pulses, the balloon ruptured in the arteries below the knee. After rupture, a thrombus was observed. It was not noticed earlier because of the co2, and it is unknown whether the thrombus was a result of the procedure or not. The vessel could not be visualized as well. An in-dwelling catheter with tissue plasminogen activator (tpa) drip was left inside the patient's vessel to dissolve the thrombus. The patient was required to have an additional hospital stay. No additional information was provided.